Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 mg/dl. Cause was not known. Customer administered a manual injection to address high bg. The customer will continue to use current pump.